Manufacturer narrative:
The pump was disposed of and will not be returned for evaluation.

Event description:
A 67-year-old male with a past medical history of prior coronary artery bypass grafting and known coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) and was supported with an impella cp via right femoral percutaneous arterial access. Rn reported a change in urine color from yellow to pink to red, with a concurrent doubling of ldh overnight, suggestive of hemolysis. In response, pump performance level was reduced from p8 to p6 . Following clinical reassessment, the patient demonstrated improved hemodynamics, and the decision was made to discontinue mechanical circulatory support. The impella device was explanted. The patient survived to explant with no reported adverse outcome. Hemolysis was suspected during impella cp support, prompting evaluation and reduction of support; however, the patient clinically improved, allowing for successful explant, and survived without reported sequelae.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.